Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient experienced a large amount of weight loss and complained of pain at the ipg implant site. Surgical intervention took place on 12mar2024 wherein, the ipg was explanted and replaced and the pocket site was moved. During the surgery, one of the leads exhibited high impedances, and was explanted and replaced to address the issue. It is unknown which lead was replaced.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.